Event description:
It was reported that the customer experienced a low blood glucose (bg) level of less than 100 mg/dl. Reportedly, the customer required assistance from parents to treat bg level via being awoken. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.